Manufacturer narrative:
Device was investigated and there was no malfunction with the sensor . Sensor performed as expected.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement resulting in early sensor removal.